Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power properly) was confirmed. As received, the monitor would not power on properly. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was not powering on properly.